Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products and associated with MDR #1225714-2014-00899.

Event description:
A family member alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.